Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant utilizing a 14f amplatzer torqvue delivery system. Heparin was administered. Activated clotting time (act) was >350 seconds. After device deployment, a fiber-like thrombus was noted floating next to the amulet occluder on transesophageal echocardiogram (tee). Aspirated blood from the introducer device, retracted the amulet, new act check and added additional heparin. The amulet was recaptured and removed from the patient. On inspection thrombus was attached to the amulet. The amulet along with the delivery system were replaced to complete the procedure. The patient remained hemodynamically stable throughout the procedure. The patient experienced no symptoms and required no additional hospitalization. It is unknown if the patient had hematologic disorders or systemic illness that could have contributed to a hypercoagulability. Patient is reported to be discharged.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus on device was reported. Reportedly, after device deployment, a fiber-like thrombus was noted floating next to the amulet occluder on transesophageal echocardiogram (tee). Aspirated blood from the introducer device, retracted the amulet, new act check and added additional heparin. The amulet was recaptured and removed from the patient. On inspection thrombus was attached to the amulet. The amulet along with the delivery system were replaced to complete the procedure. It is unknown if the patient had hematologic disorders or systemic illness that could have contributed to a hypercoagulability. Based on the available information, a cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - impact code: code 4614 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant utilizing an unknown delivery system. After device deployment, a thrombus was noted floating next to the amulet occluder on transesophageal echocardiogram (tee). The amulet was recaptured and removed from the patient. On inspection thrombus was attached to the amulet. The amulet along with the delivery system were replaced to complete the procedure.